Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued repeated occlusion alerts and consecutive motor stall alerts that persisted despite dry runs and supply changes, and the user also received restart alerts that continued after attempted restarts; the device was replaced and the original is pending return, and the user used a dexcom g7 to verify glucose. Symptoms included sustained high glucose. Outcomes included the user¿s self-management with subcutaneous insulin via pen. Investigation included a review of device alert history and logistics verification with shipment of a replacement unit and collection of the original unit for evaluation. Investigation of this case revealed unresolved motor stalls after priming and rewinding with continued occlusion indications. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure leading to insulin delivery interruption and hyperglycemia.